Manufacturer narrative:
The investigation of optical signal issue has been completed. The impella device was not returned for evaluation. The cause of the optical signal issue issue was most likely a damaged sensor due to placement signal (ps) railing to 3000mmhg, %s parameter signature in the data logs, and clinical information stating shockwave was used in the pci procedure. The distance between the shockwave and sensor at the time of failure is not known.

Event description:
It was reported that a patient implanted with an impella cp experienced a loss of placement signal. The patient's procedure was completed successfully. The patient was weaned from the pump and survived.

Manufacturer narrative:
A5, race, is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.